Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that non-sustained right ventricular oversensing was noted via merlin.net transmission. The oversensing was possibly due to lead noise or myopotentials and suggested further testing. Programming changes were also discussed.

Event description:
New information received stated that programming changes were made. Noise could not be reproduced and the cause is still unclear. Patient was stable during the whole process.